Event description:
The customer reported that the 9800 system had a collimator too large error outside a case. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The collimator was calibrated during the svc call. The system was tested and found to be working as intended and put back into svc. This malfunction may have resulted in a possible accidental radiation occurrence.